Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing loss of lock after a head trauma. External equipment was exchanged, however the issue did not resolve.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this ics device was attributed to broken antenna wires, which is consistent with the trauma reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.